Manufacturer narrative:
A review of the pump black box revealed that the data from the date of the complaint was overwritten. The complaint was unable to be confirmed or duplicated during the investigation. The current black box did not reveal any evidence of a short battery life. There was no battery cap returned and all testing was performed with a test battery cap. The pump powered with the test cap. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked from the thread area to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The pump history was reviewed and showed that the battery life was less than expected and the issue was occurring with multiple batteries. The reporter confirmed that an appropriate battery was being used in the pump and the battery type setting was correct. There was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.